Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 80-100 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.